Manufacturer narrative:
A 1 x evo-20-25-8-e was returned to cook (B)(4) for evaluation. Only the stent portion of the device was returned. The stent was not returned in its original packaging, therefore, the lot number cannot be confirmed. No damage to the stent was evident. It is not possible to confirm this complaint or determine the root cause as we are unable to replicate the conditions of use in the laboratory. We were unable to conduct a sample test from this lot as there were no devices remaining in stock at cook ireland. A review of the device manufacturing records revealed no discrepancies that could have caused the complaint issue. Prior to distribution, all esophageal stent systems are subjected to a visual inspection to ensure device integrity. A review of the 2-year complaint history for this product family was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. The instructions for use warn the user that the stent is a permanent implant and is not intended to be removed. The instructions for use advise the user that attempts to remove the stent after placement may cause damage to the esophageal mucosa. Removal of the stent did not cause any adverse effects to the pt in this case. Complaints of this nature will continue to be monitored to identify potential emerging trends. No corrective action is warranted at this time. The complaint report was unable to be verified as we are unable to replicate the conditions of use in the laboratory. This observation did not impact the pt or user. The information in this complaint record does not suggest that if this were to happen again, it would be likely to cause or contribute to death or serious injury.

Event description:
The endoscope was advanced to the proximal end of the stent because the stent would not fully open. The stent was removed from the pt and a new stent was placed. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.